Manufacturer narrative:
The user experienced diabetic ketoacidosis after continued use of the ilet during hospitalization for an arm injury while receiving inpatient medical care. This situation can result in inadequate or interrupted insulin management and is consistent with the observed persistent hyperglycemia requiring hospitalization and intensive care treatment with exogenous insulin. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On (B)(6) 2025 the reporter reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 375 mg/dl while wearing the ilet. The user was transported to the hospital by a caregiver for a non-diabetes related issue where the user was diagnosed with diabetic ketoacidosis and treated with exogenous insulin and discharged (B)(6) 2025. No long-term health effects were reported.